Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospital emergency room visit for high blood glucose levels. No lot release records were reviewed, as the product lot number was not provided. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7.

Event description:
It was reported that the patient had been to the hospital emergency room with blood glucose levels that reached 395 mg/dl while wearing the pod between 4 and 24 hours. The patient reports they had woken up in the middle of the night with high blood glucose levels. The patients blood glucose levels had not decreased after delivering a correction bolus. The patient applied a new pod. The patient had gone to the hospital emergency room. Treatment information was not provided.